Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the center lower rear case screw was missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was center lower rear case screw was missing. The case closing required to be reperformed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.